Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Head of the theatre reported to our sales rep, that a patient came in with pain. He took some x-rays and observed that the nail is broken.